Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unrecognized "invalid adapter" error message. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer?s report was observed during review of the device data logs. However, the device was put through extensive testing including and bench handling at room temperature and cold/hot soaks, powered on the unit with battery only and both ac and batteries using multiple test batteries, on/off current, and power down testing without duplicating the report. An internal inspection found no discrepancies. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.